Manufacturer narrative:
Follow-up received on 18-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and as a result of essure placement, she had pelvic pain and bleeding (interpreted as genital bleeding). After 2 months, essure devices were removed. These events are serious due to its medical importance and listed in the reference safety information for essure. Considering the close temporal relationship, the lack of alternative explanation and the fact that essure use may cause pelvic pain and bleeding, a causal relationship with essure use cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. As a result of essure device placement, the plaintiff claimed the following events: pelvic pain, unexplained bloating, bleeding and ultimately the removal of fallopian tubes along with essure devices in (B)(6) 2014. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and as a result of essure placement, she had pelvic pain and bleeding (interpreted as genital bleeding). After 2 months, essure devices were removed. These events are serious due to its medical importance and listed in the reference safety information for essure. Considering the close temporal relationship, the lack of alternative explanation and the fact that essure use may cause pelvic pain and bleeding, a causal relationship with essure use cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50717071) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and abdominal distension ("unexpalined bloating"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2013, (B)(6) 2013 right tubal ostia: 4 trailing coils. Left tubal ostia: 3 trailing coils. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received. Reporters information were added. Lot no. Were added.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50717071) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and abdominal distension ("unexpalined bloating"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)-2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6)-2013, (B)(6) 2013 right tubal ostia: 4 trailing coils. Left tubal ostia: 3 trailing coils lot number: 50717071 manufacturing date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.